Event description:
Medtronic received information that 6 months after the implant of this bioprosthetic valve, the patient was installing a ceiling fan at their home, reached up to grab the fan and felt a "pop" in their chest. Immediately after this occurred, the patient felt bad and felt like fainting. The patient was rushed to the hospital and was found to be bleeding in the chest. The patient was rushed to surgery and when the surgeon opened the chest, the patient was bleeding through a hole in the root of the freestyle valve. The valve was replaced with another valve with a conduit connected of another manufacturer. The patient's history was significant for aortic valve incompetance and ascending aortic aneurysm.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental repot will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted the sewing ring was everted. Note: per the IFU, section 10.2 ¿bioprosthesis implantation- take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ there appeared to be one visible area of a possible pseudoaneurysm adjacent to the non-coronary sinus. A 4.6 mm x 2.5 mm hole was observed adjacent to the non-coronary ostium. The edges appeared rolled and smooth suggesting ¿adventitial hemorrhage.¿ a dacron conduit appeared to have been sewn around the outflow orifice. A section of an unknown conduit remained attached to the outflow end. Blue monofilament sutures remained attached to the outflow section of the valve. The non-coronary and left cusps were in the closed position. The right cusp was open. Traces of tan thrombotic appearing host tissue lined the belly of the left cusp. Radiography showed no evidence of mineralization in the valve. Conclusion: the device history review of this valve was reviewed and no anomalies were noted that would have impacted this event. Based on the analysis, the reported bleeding through a hole in the root of the freestyle valve may have been the result of a possible pseudoaneurysm (related to patient condition or possible eversion of the sewing ring which is related to implant technique) . It was reported that the patient's history was significant for aortic valve incompetence and ascending aortic aneurysm and the analysis confirmed that the sewing ring was everted. This valve will be forwarded for additional analysis to confirm the observed pseudoaneurysm. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.